Event description:
Reportedly, a 27mm mitral pericardial valve was explanted after an implant duration of four (4) years, nine (9) months, and nineteen (19) days due to mitral stenosis. Replacement device is unknown. No other details have been provided.

Manufacturer narrative:
Device not returned. This device has not been made available for return and evaluation. However, the device history record (DHR) review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. However, no information regarding this valve was received and subsequent attempts to get additional information regarding the patient, patient history and condition of the device at the time of the procedure have been unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.